Event description:
Customer reportedly received a result of 38 mg/dl on the device, while the doctor's device read approximately 137 mg/dl. No treatment received. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.